Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been (B)(4) since the subject device was manufactured. Based on the results of the investigation, the root cause was inconclusive. The foreign material was unable to be specified although the foreign material likely remained since reprocessing deviated from the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. It was observed that due to clogging of nozzle, water removal ability does not meet the standard value and the nozzle had foreign objects. Additionally, due to wear of angle wire, the bending angle in up direction does not meet the standard value, the adhesive on bending section cover had a chip and white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, while performing maintenance inspection of the evis lucera gastrointestinal videoscope had air/water flow issues - insufficient air to clear water from objective lens. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was not cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.